Event description:
Inaccurate erratic readings. In blood glucose tests,customers received readings of 311 mg/dl, 330 mg/dl, 275 mg/dl and 77 mg/dl within 10 minutes.the results when plotted on the parkes error grid fell into the 'c' zone showing the difference in values to clinically significant.there was no report of death,serious injury or mistreatment associated with this event.